Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was within range. Customer was given instructions to reset the pump but declined follow-up.